Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead from another manufacturer exhibited high out of range pace impedance measurements. Boston scientific technical services (ts) suggested trying to reproduce the measurements with isometrics and pocket manipulation; however this did not reproduce any fluctuations in measurements. Ts discussed the daily impedance measurements plot suggested a possible lead leaf spring contact issue. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the root cause of the out of range impedance measurements was unable to be determined. The lead polarity was reset to bipolar and the patient was instructed to come back in a month for follow-up. No adverse patient effects were reported.